Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that after the professor inserted an axium coil into the aneurysm, detachment was attempted. However, the detachment did not work, and the proximal part of the coil push wire was caught in the ID and did not come off. Since the procedure could not be continued, the coil was removed and the procedure was completed using another coil and ID.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that there were 2 attempts made with the instant detacher and 1 attempt with the manual method to try and detach the coil. There were no problems prior to non-detachment that were encountered. There was no pushwire damage observed after removal from the patient.

Manufacturer narrative:
H3: product analysis visual inspection/damage location details: during evaluation, a portion of the pushwire was found to be extending out from the instant detacher cap. An attempt was made to pull the pushwire segment out from the instant detacher; however, the pushwire was found to be stuck. The instant detacher was taken apart to evaluate the components. The pushwire was found to be stuck within the actuator. The pushwire segment was pulled out against high resistance. The surface around the bottom inner diameter of the instant detacher cap appeared to be slightly damaged and undamaged. The pawl lever was found damaged. The axium actuator interface was found bent but still securely attached to the coupler tube. The axium pusher was found broken distal to the break indicator with the release wire also broken. The distal segment of the pusher and axium implant coil was not returned for analysis. Testing/analysis: the inner diameter of the cap hole was measured to be 0.0151¿, which is within specification (specification: 0.0145¿ ± 0.0010¿). The proximal axium pusher was removed from the actuator interface manually and the instant detacher was reassembled. An in-house axium coil was used for detachment testing. No difficulty was experienced inserting the pusher into the instant detacher, and the load indicator was not visible when the pusher was fully seated in the instant detacher cap (which is expected). The axium implant coil was detached on the first attempt. The proximal pusher of the in-house axium coil became stuck within the actuator interface after the implant coil was detached. Conclusion: based on the device analysis, the customer report of ¿pusher stuck in instant detacher¿ and ¿pusher suck in ID¿ were confirmed. The cause of the pusher stuck is likely the damage found to the actuator pawl. The cause of the damage could not be determined. The customer report of ¿unable to detach¿ and ¿non-detachment¿ could not be confirmed as the distal axium pusher and implant coil was not returned for analysis. In addition, the returned instant detacher was successful in detaching an in-house axium coil. It is possible the non-detachment was due to the broken release wire found; however, the cause cannot be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.